Event description:
It was reported that the pulse generator exhibited back-up vvi mode due to low battery voltage. The device was explanted and replaced. The patient's condition before and post procedure was stable.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory due to nmi and a checksum error. False eri occurred due to transient low battery voltage. After downloading the product code normal function ensued. Based on this information, there was no evidence of device malfunction.